Manufacturer narrative:
The date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that the patient underwent surgical intervention wherein the system was explanted for an unknown reason.

Manufacturer narrative:
An infection at the ipg and lead site(s) was reported to abbott. Surgical intervention was undertaken wherein the system was explanted. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
Additional information received indicates the patient experienced infection at the ipg and lead site.